Event description:
A nurse hung a piggy back of 20meq of potassium at 50cc/hr. The nurse left room and, returning in less than 10 minutes, noticed a total infusion amount of 100 cc. The nurse changed back to the main IV at 75 ml/hr and noticed that the IV was continuing to run at a rapid rate. It could not be determined why, and the pump was discontinued and replaced with a new one. This pump was from a rental company. It was marked and returned to the company. There was no adverse reaction for the patient.